Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device is used for treatment not diagnosis. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogeneous which indicates material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The extraction screwdriver was made to the synthes source control drawing.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the tip of the screwdriver broke while removing screws in a procedure.